Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate result of "216mg/dl" as compared to a result of "157mg/dl" obtained on another meter when tests were performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014). The lay user/patient¿s products have been returned, and were evaluated on 09/10/2014 by lifescan product analysis with the following findings:the test strip passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.